Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. It was reported the pt could no longer feel the stimulation. Reprogramming identified the pt had multiple contacts on both leads with invalid impedances. It was reported the pt continued to have ineffective stimulation. The physician planned to undertake surgical intervention at a future date to address the issue.